Event description:
It was reported that the yellow lock causes the catheter to become completely blocked when secured in place, resulting in a re-site of the labor epidural. Reporter stated that, on opening the epidural pack, the yellow end comes out of the pack only half opened, and when the user threads it into the device when it is still in the half-opened position, closes the clamp and tries to flush, they experienced a blocked catheter. Reporter stated that, if the yellow end bit is fully opened (wings extended) before the catheter is threaded, then when closed it more often than not flushes correctly. As the patient had to be re-sited, there was a delay in achieving the required pain relief.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that the yellow lock causes complete catheter occlusion once secured, although the catheter itself remains patent. Under visual inspection the sample appeared to be in good condition. Functional testing was performed. Visual examination was done by marking the catheter by black marker near closed connector. Then the connector was opened and the length of catheter which was inserted in connectors by customer was compared with length of the connector sleeve. The comparison shows that catheter was not fully inserted into the connector before use which resulted in reported issues. Catheter functionality was tested, and it was confirmed that no occlusion was identified when catheter is fully inserted in connector. No signal of confirmed customer complaints related to this failure was identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with lot number. One other customer complaint was received against affected lot number which is describing the same issue and has not been confirmed.